Manufacturer narrative:
A field service engineer (fse) went to the customer site to evaluate the problem. The fse found that the wash temperature was not stable and replaced the washer heater which stabilized the wash temperature at 37.0c. As the customer was also getting cup pick up z errors the fse returned to the customer site and found the z motor locking up. The fse installed a new motor and the aia-2000 analyzer ran without errors. The customer ran controls on all assays with results well within the acceptable qc range. The aia-2000 analyzer was verified for operation and ready for use. The most probable cause of the reported event is related to failure of the washer heater and motor. The aia-2000 service, operator's, and training manuals were reviewed and found to clearly address calibration, operation, maintenance, error codes and troubleshooting pertaining to the aia-2000 system. Per the aia-2000 operator's manual, the following information is provided for the error codes (B)(4): [(B)(4)] incubator temperature abnormally high. Cause: the incubator overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. [(B)(4)] washer temperature abnormally high. Cause: the washer overheat (50) signal was detected. The current measurement will be flagged (io flag) and new measurements will be suspended. Solution: reset the main power. Contact tosoh service center or local representatives. [(B)(4)] hybrid cup transfer z-axis home overrun. Cause: the home sensor activated improperly after movement of the hybrid cup transfer z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support (tts) to report they are still receiving incubator temperature abnormally high error code and wash temperature high error code during use of the aia-2000 analyzer. The customer further reported that the instrument was powered off for 15 minutes and then repowered; however, the error codes persisted. The next day the customer reported receiving error code (hybrid cup transfer z-axis home overrun). The customer tried rebooting the system and the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results for bhcg and lh ii. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.